Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, two side bail covers, and lead flex cover are broken. Battery release, heart block contaminated, heart wire contacts, and battery flex are contaminated. Encoder flex is damaged (hole in the flex tape) and heart lead flex is damaged (connectors are broken). (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error message (self test failure). The rate for the emergency pacing mode was also out of specification in the atrial and ventricular. It was also reported the calibration is off (output readings). The epg was returned for repair. There was no patient involvement.